Event description:
For a stereotactic radiotherapy treatment of an intracranial lesion, pt positioning data from another pt has been used during one fraction of the pt treatment. The pt positioning error at the linear accelerator was detected by the hosp during the dose delivery to the pt. As a result, a healthy tissue area of the pt not intended by the treatment plan was irradiated with a dose of 12 gy. According to the hosp, the pt has shown no symptom related to this error so far. Brainlab brainscan radiotherapy treatment planning software version 5.32 was involved. The hosp states no quality or performance issue or malfunction of the brainlab equipment.

Manufacturer narrative:
Despite the hosp reports no negative clinical effect to the pt, a risk to pt health could not be excluded. There was no quality or performance issue or malfunction of the brainlab equipment. Accordingly there are no remedial actions intended by brainlab at this point of time.